Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup vvi mode. Device restoration was not performed due to the device's low battery status. No intervention was reported.

Event description:
New information reported that the lead was explanted on an unknown date.